Manufacturer narrative:
Supplemental report 01 - MDR 2015692 - MDR 3003442380-2024-26919 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6005639 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with (work instructions) wi guideline for test of reference samples version 11 for no malfunction based on complaint information. Complaint investigations. Sample was provided and there is no visible damages or defects at the needle. The following tests were performed: *visual inspection according to with (work instructions) wi version 9, 1 unused set passed. A batch record review was conducted resulting in the following: - the lot 6005639 was manufactured according to the DHR 4902172 version 44 on the multivac 07, on 18/feb/2022, with a total of (B)(4) units. -review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. -the lot was sterilized and released, based on review of results of sterilization. A query was run in tw against malfunction, harm code hc05 03 infection and lot 6005639 and no other complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: malfunction and harm reported has been unconfirmed on samples returned, no non-conformance (nc) raised during production, no other one complaint has been registered in tw since the last 12 months. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
To date no additional patient or event details have been received.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 02 - MDR 2015692. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to manufacturer was added as well. H6: investigation results under type of investigation. The information in this complaint: (B)(4) has been evaluated. The batch: 6005639 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples version 11 for no malfunction based on complaint information. Complaint investigations. Sample was provided and there is no visible damages or defects at the needle. The following tests were performed: *visual inspection according to wi version 9, 1 unused set passed. A batch record review was conducted resulting in the following: the lot: 6005639 was manufactured according to the device history report (DHR) version 44 on the multivac 07, on 18/feb/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. The lot was sterilized and released, based on review of results of sterilization. A query was run in database against malfunction, harm code infection and lot: 6005639 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: malfunction and harm reported has been unconfirmed on samples returned, no non-conformance (nc) raised during production, no other one complaint has been registered in database since the last 12 months. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr).

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced purulent ulcers at site event. Patient received surgical treatment on all six event of skin reaction. No further information available.

Manufacturer narrative:
Initial and final MDR 2015692 - MDR 3003442380-2024-26919 - device 2 of 6.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 03 - (B)(4) - MDR 3003442380-2024-26919. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005639 have already been previously tested in the complaint (B)(4) on 04/apr/2025. The reference samples were visual inspected. All test results were within specifications as per the test report complaint (B)(4) complaint test report.pdf attached in this record. Complaint investigations. Sample was provided and there is no visible damages or defects at the needle. Received on 27 sep 2024. The following tests were performed: visual inspection according to with work instruction (wi) version 9, 1 unused set passed. A batch record review was conducted resulting in the following: the lot 6005639 was manufactured according to the device history record (DHR) version 44 on the multivac 07, on 18/feb/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related process had been fulfilled and met the requirements. The lot was sterilized and released, based on review of results of sterilization. Trending: a query was run in database on 19-jun-2025 against malfunction code no malfunction based on complaint information and lot 6005639, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.